Event description:
It was reported that the patient's symptoms of parkinson's disease had worsened. The symptoms were not specified. The neurostimulator was independently shutting off every 1-3 hours. The neurostimulator was replaced. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. The serial number is included in the device ID range for the kinetra lifted bond wire pad physician communication (dated october 2007). H9 lifted bond wire pad has not been confirmed in this device.